Event description:
It was reported by the patient's legal representative that the patient underwent a hip resurfacing procedure on the right hip on (B)(6) 2005 and subsequently was revised on (B)(6) 2013 due to pain, elevated metal ion levels, fluid collection and a difference of leg lengths. This complaint is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Initial reporter - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This is 1 of 2 MDR reports submitted for the same event. Also see: 3002806535-2014-00012